Event description:
It was reported the customer was unable to read their insulin pump's screen. Customer also reported having issues with their blood glucose. It was found the customer had a broken belt clip holster. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.